Manufacturer narrative:
Event date: this event occurred during the unspecified date and month of 2022. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a solution administration set leaked between chamber and line. This was observed during an unspecified process step. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
H10: the device was received for evaluation. Visual inspection was performed which observed a damage in the inner, lower part of the chamber macro. A functional testing was performed which revealed a leak in the affected area. The reported condition was verified. The cause of the condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.